Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the implantable cardiac monitor (icm) exhibited noise. The noise was displayed incorrectly as an episode. No intervention was performed. The patient was in stable condition.